Manufacturer narrative:
Based on the 510k# provided, the procode should be iti. Product was not returned to zimmer biomet. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was suffering from rheumatoid arthritis and underwent bilateral initial hip arthroplasties on (B)(6) 2016. Subsequently, on the right side, the liner would not assemble correctly with the shell during the procedure. The liner had movement of more than 1mm when pressure was applied to the edge. The liner was removed and replaced with the same size resulting in the same condition. The second liner was left in the patient.